Manufacturer narrative:
One opened probe was received, without a tip protector, and no needle, in a tray with other items. The sample was visually inspected and found to be nonconforming with the probe needle broken at the stiffener, confirming the received condition. A review of the device history record traceable to the lot number obtained from the device¿s rfid (radio frequency identification) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo provided was reviewed by the investigation site. The photo shows a probe distal end, the probe needle is observed to be broken at the stiffener. The complaint evaluation confirms the probe needle is broken. How and when the probe needle became broken cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the broken probe needle could not be determined from this evaluation, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported vitrectomy probe in the custom pak was found to be broken during a vitrectomy surgery. The product was replaced and the surgery was completed. There was no patient harm.